Event description:
The customer's grandmother reported that the customer was hospitalized for high blood glucose levels. Unable to troubleshoot with the grandmother because she did not have hipaa authorization.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.